Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2022. Blood glucose reading was 33.3 mmol/l at the time of admitted in the hospital and 24 mmol/l at the time of call. The customer stated were symptoms like dry mouth, tired, confused . Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was able to perform high pressure test. The customer was treated with manual injection. Troubleshooting for the customer¿s high blood glucose. Troubleshooting was performed and the customer will continue to use the device.